Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No frozen screen noted during testing. No moisture damage found inside the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm and check setting alarm. The customer's mother reported that the button error alarm was unable to be cleared. The customer's blood glucose was 400 mg/dl at the time of call. The customer's blood glucose was 147 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the insulin pump might have been exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.